Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a loss of pacing due to noise resulting in oversensing. The noise was caused by electromagnetic interference (emi). The patient was informed to avoid using the device which was the source of the emi to avoid future occurrence. The patient was stable with no consequences.